Event description:
It was reported that the asymptomatic patient was presented to the clinic after receiving an MRI. It was observed that the ICD went into back up vvi. The device was programmed back into nominal settings and remains implanted.

Manufacturer narrative:
.